Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a large gaps throughout the study. A copy of the study was sent in for review and it was confirmed by re-scope and there was some signal at the beginning suggesting esophageal looking trace. The patient did not report any problems during the procedure. The study was 57 hours long, but had only nine hours of valid data. The recorder worked correctly during the previous procedure. There was no patient and user harm and a repeat procedure will be performed.

Manufacturer narrative:
Additional information: evaluation summary: the product sample was not returned; however, a graph was provided by the customer for analysis. A review of the product expiration date discovered this product was used before the expiration date. The sample did not meet specification as received. The reported condition was confirmed. The investigation found that total time of the study. The ph values throughout in the first day of the study were within the normal range (5-7ph) until the capsule stop transmitting the ph values to ph recorder. Since the recorder kept recording till the end of the procedure time and there was no signal from capsule after the first day of the study, it can be concluded that the most probable root causes for the ignores is malfunction of the capsule which stop transmitting due to failure in capsule internal components. The investigation identified the cause of the reported event to be product doesn't transmit (component). If information is provided in the future, a supplemental report will be issued.